Manufacturer narrative:
A1 - patient ID: (B)(6), corrected to (B)(6). Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -13 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. It was noted that the patient experienced excessive vaulting, glare/haloes. On (B)(6) 2023 the lens was repositioned to a vertical position and this resolved the problem. The cause of the event was reported as unknown.